Event description:
It was reported on (B)(6) 2026 that the patient¿s two infusion sets fell off during use. Infusion set was used for one hour.

Manufacturer narrative:
Initial 2 of 2. E1:name (B)(6). Country: united states of america. Street (B)(6). Line 2 (B)(6). City (B)(6). State (B)(6). Zip code (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.